Event description:
This rv lead was noted on (B)(6) 2014 due to gradual increase in impedance. The physician was dr. (B)(6) in italy. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).